Event description:
I believe my concern is an ongoing problem. In (B)(6) 2023, I was doing a long walk at the airport and my automatic implantable cardioverter defibrillator (aicd) delivered a shock. Went to the hospital ((B)(6)) and the emergency room doctor said I never got shocked, they called my cardiologist, and he said I didn't get shocked. After pursuing both the automatic implantable cardioverter defibrillator (aicd) vendor as well as my doctors it was confirmed that I did get shocked sometime in (B)(6) 2023. The doctors blamed my medicines, they blamed the emergency room doctor, they blamed the vendor. After constant battles with my treating device nurses and doctors as well as the various hospital representatives, it comes down to this: the device went into safety mode and the device's trigger point was lowered from 220 bpm to 150 bpm. Hospital nor the vendor didn't do any root cause analysis to determine where the emf affected the device to go into safety mode. While asking for safety information from both the vendor and the hospital, there is insufficient information speaking to the safety mode or the breeching of the bpm and the delivering of the shock therapy. I got into the cardio-therapy treatment program at (B)(6) and while I was following strict medications guidelines would breach the 150 bps regularly (in therapy I am hooked up to a heart monitor). The vendor nor the hospital have any desire to identify specific areas where emf is located and it is a hit or miss. They say that it registers on the heart monitoring device that we carry with us, however, it is not monitored 24-7. I asked if there is a way to create a situation so we can see that the device does register when it goes into safety mode only to be laughed at. My fear is that reaching 150 bpms is relatively easy and there are no safety guidelines to place me in a better position. Please help-I have some documentation going back to 2023. I tried to get (B)(6) internal review to help and the local department of health to help but to no avail. Look forward to hearing from you. Shortly after the emergency room visit, I did two device checks with my cardiologist and the device manufacturer and it was only after the "deep dive" did they find the error.

Event description:
Additional information received on 11/17/25 for report mw5170915. I have an ongoing concern that my device will fall into the same situation that happened back in 2023. At every turn, whether it be with the local safety team or the hospital or the device manufacturer there is no written procedure or information in depth that explains the various situations should I be exposed the situation again. My ask is what is the standard regulation to aicd's that the FDA requires of the manufacturer, what is the minimum required training a patient, doctor, hospital and any subsequent caregiver required to provide to support the device. Is there an FDA arm that does periodic quality/safety checks on device/caregiver managers? How often are caregivers/manufactures required to update their practices with patients? Is there a required root cause investigation should their be an accident? Where can I find the archiving of all the support surrounding theses FDA standards? My fear is that while the manufacturer may do physical test once a year, I believe the tests are limited. There is a monitor that comes with the aicd however when my device triggered in 2023 there was no reflection from the monitor to record the event (no 24 hour service nor weekend coverage). The treating doctors had repeatedly told me the device did not trigger, etc. No one advised me how to tell that the device went into safety mode because of emf(electromagnetic interference) interference. With the increasing presence of microwave stations, powerplants, etc the likely hood of the device going into safety mode increases as well. The beats per minute in safety mode is 150 bpm. The likely hood of breeching the 150 bpm increases as well and breeching the 150bpm will trigger the device for an inappropriate therapy. I need help. Pt code: 4580. Device code: 3190.